Event description:
ICD malfunction requiring device replacement. Implanted device failed to operate.====================== health professional's impression============================================ manufacturer response for automated internal cardiac defibrillator, lumax 340 vr-t======================the device was returned to the field representative and replaced.